Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the black handle. The procedural sheath was pulled back, abutting the distal end of the green shuttle hub. The sealant was on the catheter, covering the balloon proximal tip. The advancer tube was observed inside of the shuttle tube and engaged to the proximal tamp lock as received. Based on the information provided, the engagement of the advancer tube to the tamp lock could be due to user manipulation after use of the device. During investigation, the procedural sheath and shuttle cartridge were pulled back to the black handle and the advancer tube remained engaged to the proximal tamp lock. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks and the catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were observed and the tamp locks were in good condition. In addition, the advancer tube's length, distance from the catheter outer shaft's distal tip to the proximal tamp lock's distal end, and distance between the proximal and distal tamp locks were also measured and noted to be within specification. The review of the lhr (f1635602) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the IFU. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that during deployment of a mynxgrip (6f/7f) vascular closure device (vcd), the plug (sealant) failed to deploy. Manual compression was used for an unknown duration to successfully achieve hemostasis. The insertion site was the femoral artery. There was no reported patient injury. Additional information was requested, but is not available at this time.